Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. In the same month as the diagnosis of the hernia, the patient was hospitalized and underwent hernia repair surgery. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that the hernia was manifested by abdominal pain further described as feeling a knot in her stomach and had trouble in going to the bathroom. The patient was reported to be recovering from the hernia. In the month following the hernia repair surgery, the patient¿s pd catheter was removed. At the time of this report, the patient was on in-center hemodialysis. The device was not returned for evaluation. The serial number of the device was unknown. The service history review, device history review, event history log review, and sample analysis were not performed as part of the evaluation. There was no non-conforming product identified that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: the patient was diagnosed with a hernia on an unreported date in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.